Manufacturer narrative:
Concomitant medical products: vedr01 ipg, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited low impedance. The ra and rv lead remain in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported the ra lead and rv lead had sustained insulation damage. The leads were capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.